Event description:
The customer reported to beckman coulter (bec) a leak at the front of the coulter lh 750 hematology analyzer. Volume of the leak was less than 10 ml, and the leak was not contained within the instrument. The material safety data sheets (msds) are onsite and did not need to be reviewed. There is a risk management exposure control plan in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat. There was no biohazard exposure to anyone, and no contact to open or broken skin or mucous membranes. No one had to seek any medical attention. The controls were not affected as a result of this incident. Patient results were affected for red blood count (rbc) parameter; the rbc was voting out (non-numeric results). There were no erroneous results reported out of the laboratory. All data has been deleted. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Customer technical specialist (cts)/call center personnel, stated that the wire marker #2 (wm 2) tubing on blood sampling valve (bsv) popped off in the middle of a run. The affected tubing is the path way for the blood sample and diluent from the bsv to the red blood cell (rbc) bath. Once the tubing is disconnected the instrument will not generate any results in subsequent samples, and no sample/diluent will be delivered to the rbc bath in the next cycle. The customer reattached the tubing to repair the instrument and re-tested samples that were run before the tubing popped off. When contacted by beckman coulter, the customer indicated no problems and they stated that they would call back if necessary, but the customer did not call back with additional issues. Service was not dispatched for this event. Failure mode was attributed to the wm2 tubing on bsv that became disconnected. However, the samples gave rbc voteouts (non-numeric results) which alerted the customer to an instrument problem. (B)(4).